Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse cleaned and flushed the cap piercer solenoid valve to remove obstructions from the cap piercer waste and debris. The fse verified the repair as per established procedures and no further leaks were observed. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from the cap piercer of the unicel dxc 800 synchron system. The customer stated that auto-gloss leaked in the sample rack area of the instrument. The customer reported replacing the cap piercer wick but the issue was not resolved. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyewear at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.